Manufacturer narrative:
The serial number has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
The rented scooter used by consumer in (B)(6) was allegedly overturned throwing him to pavement causing injury.

Manufacturer narrative:
Received witness statements that the consumer and wife were in argument. Consumer sped off and turned sharply which caused unit to tip over, which is considered consumer misuse of the device. Will not be able to evaluate device. Attorney represented.

Event description:
The rented scooter used by consumer in (B)(6) was allegedly overturned throwing him to pavement causing injury.